Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillation lead was explanted due to out-of-range pace impedance measurements up to 2,500 ohms and noise. This lead was explanted and replaced. It was noted that the patient was stable before, during, and after the procedure. No additional adverse patient effects were reported.